Event description:
Patient was revised to address pain, large fluid collection, and increasing levels of cocr. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The customer reports the patient was revised to address pain, large fluid collection, and increasing levels of cocr. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs are being made in accordance with (B)(4) appendix a; rev. C. No information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The customer reports the patient was revised to address pain, large fluid collection, and increasing levels of cocr. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs are being made in accordance with wi-7915 appendix a; rev. C. No information has been obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what previously alleged, ppf alleges pseudotumor and metal wear. Added revision hospital, expiration date of the stem, liner and head, law firm in the facility name. Doi: (B)(6). 2009 - dor: (B)(6) 2012 (right hip). Re (wipro).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/18/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, stiffness, and increasing metal ions levels (no labs provided). The cup was also revised to decrease the amount of anteversion to prevent impingement after the new poly liner was placed. The cup was noted to be within the recommend anteversion before it was revised. The stem is being added to the complaint. The complaint was updated on: 9/9/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.